Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-jun-06, information was received from a patient receiving fentanyl via an implantable pump for non-malignant pain. It was reported the patient's pump "almost died twice" when the healthcare professional (hcp) was filling it for some reason and the hcp did not know what happened. The patient stated they barely made it to the emergency room (ER). The patient stated the first time was "about 6 months or so ago" and the second time was "2 months ago", then said "a year ago and 2 months ago". The patient mentioned they switched the pump about a month ago and put in a 20 ml instead of the 40 ml.